Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. For a more detailed analysis more info such as ram dumps etc. Would be needed. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Device interrogation was not possible following a successful interrogation attempt. Troubleshooting was attempted and, at one point, interrogation was successful and it was determined that the device required re-initialization. However, telemetry was lost again and could not be regained. Technical services advised the representative to re-attempt interrogation in 24 hours. If the device is still not able to be interrogated, device explant was recommended. On (B) (6) 2009 per rep, the device was successfully interrogated and will remain implanted.